Manufacturer narrative:
(B)(4).

Event description:
It was reported that x-ray revealed the right ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient's condition was stable at all times.